Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access system (was). The device was bloody and the valve was received partially open/partially closed. The hub, valve, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/slightly misshapen), and a kink in the sheath located 2 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 21-july-2018. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) used. The was positioned in the appendage with no difficulty. A watchman® delivery system(wds) was introduced into the was and upon entering the was there was resistance felt. The resistance was continued to be felt caused the wds to become bent/accordion outside of the was. The device was never deployed or exposed outside of the patient. The was and wds were both replaced with new a watchman® access system and a new watchman® delivery system. The procedure was completed with these devices. However, the device analysis revealed inner liner delamination.